Manufacturer narrative:
One used stone extractor was received as well as a piece of yellow tubing 8.6cm in length and flared on one end; the tubing is of unk origin. The handle was noted to be separated from the sheath. The basket was noted to be partially pulled from the sheath but was fully intact. The sheath measured 78.5cm noting approx 36.5cm to not be returned. The inner weave of the sheath was extending 5.6cm beyond the end of the sheath. The sheath was also noted to contain several kinks throughout the length with first kink measuring 7.5cm from the end of the sheath to 51.7cm from the end of the sheath. The coil was noted to contain four kinks, beginning 42.5cm and continuing to 84cm. Most likely basket was damaged due to being constricted in the body. The initial info received from the distributor indicated the physician was able to grasp the stone with the stone extractor and then noted a stricture in the lower ureter while removing. Add'l info received from the distributor on oct 29, 2007, indicates the physician performed an open procedure due to the stone extractor's inability to function properly. The distributor also confirmed that all segments were removed from the patient. The distributor has been contacted for specific details of the procedure. As additional info becomes available, it will be forwarded.

Event description:
Customer states: "the doctor used this basked for tul. After seizing a calculus of 5mm, he found a stricture around pelvis and he tried to get off of the calculus only in vain. He had to perform open surgery to get rid of the calculus and basket. (He cut the handle part off then.)"